Event description:
A report was received that the patient will undergo an explant procedure. No further information is available.

Event description:
A report was received that the patient will undergo an explant procedure. No further information is available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm.

Manufacturer narrative:
Additional information was received that the patient was explanted due to not getting the proper pain relief. The scs device system was working properly. The patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility.